Manufacturer narrative:
The t:slim pump user guide states: your t:slim pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple intermittent auto-off alarms. There was no impact to the customer's blood glucose level. Reportedly, the customer was able to clear the alarm and resume insulin delivery after each occurrence. Tandem technical support educated the customer on the pump's auto-off safety feature and assisted the customer with adjusting the setting.